Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n scorpion needle, knee broke during a knee procedure performed on (B)(6) 2026. The tip of the needle fractured and became embedded in the patient¿s soft tissue. A retained needle fragment measuring approximately 2 mm was left in situ in the patient. Additional information was received on 10-apr-2026: during the procedure, a handpiece was used with an ar-12990n scorpion needle, knee. Approximately halfway through the surgery, the needle fractured. The procedure was delayed for approximately 30-45 minutes while an x-ray was obtained, and additional anesthesia was administered during this time.